Event description:
According to the available information, after the implant was placed, the doctor clamped three mosquitos with shods on the tubing to the pump and each of the cylinders. He performed three rounds of modeling for 90 seconds. However, that did not sufficiently correct the patient¿s curvature. He decided he wanted to do a plication also. He removed the device and placed a couple of stitches on the shaft of the penis. After those stiches were placed he was about to pull the cylinders through the corpora again when he noticed there was some dimpling of one of the cylinders. He test inflated the cylinders outside of the patient and there was a visible aneurysm of that cylinder where the dimpling was noticed. The doctor did not feel comfortable placing the device so out of precaution it was decided to open a new implant to complete the procedure.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, after the implant was placed, the doctor clamped three mosquitos with shods on the tubing to the pump and each of the cylinders. He performed three rounds of modeling for 90 seconds. However, that did not sufficiently correct the patient¿s curvature. He decided he wanted to do a plication also. He removed the device and placed a couple of stitches on the shaft of the penis. After those stiches were placed he was about to pull the cylinders through the corpora again when he noticed there was some dimpling of one of the cylinders. He test inflated the cylinders outside of the patient and there was a visible aneurysm of that cylinder where the dimpling was noticed. The doctor did not feel comfortable placing the device so out of precaution it was decided to open a new implant to complete the procedure.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. An aneurysm was noted on the bladder of cylinder 1. This was not a site of leakage. No functional abnormalities were noted with cylinder 2. Based on the procedures by which this device is tested prior to release, specific to revealing an aneurysm, it was concluded this most likely occurred subsequent to the opening of the device packaging. In addition, this most likely occurred as the result of overinflation and/or excessive manipulation during the attempt to correct the observed penile curvature. This device is capable of generating pressure sufficient to aneuryze an unrestricted bladder. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.